Manufacturer narrative:
(B)(4). Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: marked cranial displacement of the right hip arthroplasty with loosening and rotation of the right hip acetabular implant. Extensive acetabular and proximal femoral osteolysis as noted. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02375.

Event description:
It was reported patient has been indicated for revision due to unknown reason; however, no revision has been reported to date. The pmi group is requesting a custom triflange. Upon review of the radiographs provided, osteolysis of the liner was noted. No further event information available at the time of this report.